Event description:
A customer reported to baxter (B)(4) that white precipitate was noticed in a bag of accusol. There was no patient involved. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This MDR is being submitted as part of baxter (B)(4) retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Sample was not available for evaluation. A batch review was performed and there is no information contained to suggest that this problem is prevalent in the batch. The analyses concluded that the precipitates observed are calcium carbonates. The ph of the solution has been identified as the primary root cause of this problem. Baxter will continue to monitor similar reports to determine if further actions are required.